Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device failed to shock the patient because the right ventricular lead was dislodged. The right ventricular lead was extracted. The right atrial and left ventricular leads were capped and the subject device was explanted. New device and leads were implanted.

Event description:
Reportedly, the device failed to shock the patient because the right ventricular lead was dislodged. The right ventricular lead was extracted. The right atrial and left ventricular leads were capped and the subject device was explanted. New device and leads were implanted.